Event description:
During a standard treatment the head of the handpiece heated up and burned the pts cheek. No medical care was necessary. The dental practice is not able to supply further details, hence age and sex can't be supplied. A second person was burned by the handpiece - see also MDR# 3003637274-2012-00033.

Manufacturer narrative:
The analysis of the product did show that the cage of the back bearing was damaged. At the inner side of the back cap button and on the nearby placed intermediate part clearly scrub marks have been visible. This shows that the back cap button has been pressed while the handpiece was in use. This caused friction between the two mentioned parts causing the head to heat up. It is likely that cage of the bearing broke due to the high temperature. The user instruction states that the handpiece must not touch the soft tissue during a treatment (use as cheek retractor) to avoid "exacty" the issue which is described here. Reported due to the 2 year presumption rule.